Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Loss of capture was noted on this lead. Physician attempted revision but had difficulty getting capture on the lead; when capture was possible, patient experienced stim. Lead was capped and replaced with an epicardial lead. Should additional information become available, this file will be updated.